Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of dizziness and shortness of breath. The patient's heart rate was observed to be low. There was high ventricular pacing capture threshold that indicated a possible loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.